Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulse field ablation procedure, a versacross steerable access solution was selected for use. The physician performed transseptal puncture successfully and upon the device removal, it was noted that the sheath tip was damaged. There was a tear noted in the product. The physician completed the procedure, and no patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, the steerable sheath was visually inspected and noted to have its distal tip teared and damaged. Next, the device passed functional test, as its handle was rotating properly, passed curve overlay and no damages to handle. Finally, the device has passed the dimensional test, as it was within specifications. The reported allegation was confirmed based on the returned product analysis. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulse field ablation procedure, a versacross steerable access solution was selected for use. The physician performed transseptal puncture successfully and upon the device removal, it was noted that the sheath tip was damaged. There was a tear noted in the product. The physician completed the procedure, and no patient complications occurred. The device is expected to be returned for analysis.